Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported uncut flap found in the unknown eye of a patient, timing was unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit, fse (field service engineer) replaced beam expander (as a preventive measure) and performed system verification as per sir (service installation record). System meets specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows eight successfully performed treatments. The reported treatment could not be identified in the logfiles due to missing treatment report. Log files show no errors or warnings on the treatment day. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).